Event description:
The caller reported that the customer states in 2009, the whole collar broke loose from the flange, so the inner cannula would just pull out, and the tracheostomy tube could go the other way, except the pilot balloon may keep it from going too far. The caller reported the pt had another tracheostomy tube put in and there was no pt harm.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot # was provided, and the manufacturer will review the lot history records.